Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) exhibited a loss of capture, which resulted in severe hypotension and bradycardia in the patient. It was further noted that the patient became asystolic, and cardiopulmonary resuscitation (CPR) was initiated. Troubleshooting steps were taken, including attempts to connect the patient to three different epgs, however, none achieved capture. Further troubleshooting steps were subsequently taken, and another company¿s epg was used, which achieved capture, and return of spontaneous circulation (rosc) was achieved. The epg is expected to be returned for evaluation. No further patient complications have been reported as a result of this event.